Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter was splitting. The following was received by the initial reporter: bd insyte autoguard winged 24 gauge catheter split prior to needle insertion.

Manufacturer narrative:
E.1. The customer's address is (B)(6). E.4. FDA notified: the initial reporter also notified the FDA via medwatch# [mw5145197]. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported by customer that catheter split prior to needle insertion with lot 3129607.